Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the tip of a .014 180cm stabilizer plus wire looked as if was detached from the main part of the wire. It was not used in a patient. The device will be returned for analysis. The device was stored in its box. There was no damage to the packaging. The wire was removed from the dispenser by the distal floppy end. The wire was not re-shaped by the user. The wire is separated but not into separate pieces.

Manufacturer narrative:
It was reported that the tip of a .014 180cm stabilizer plus wire looked as if it was detached from the main part of the wire. It was not used in a patient. The device was stored accordingly in its box. There was no damage to the packaging. The wire was removed from the dispenser by the distal floppy end. The wire was not re-shaped by the user. The wire is separated but not into separate pieces. A non-sterile unit of sgw stab plus .014 180cm st ss was received coiled inside a plastic bag. Per visual analysis, the coiled section was found unraveled/stretched at 2.5cm from the wire distal end. No other anomalies were found. The distal tip was inspected under vision system and no fractures were found. However, the coiled section unraveled/stretched condition was confirmed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported by the customer as ¿distal tip - fractured-separated (peripheral)¿ was not confirmed since no separation was found on the received unit. Instead of the separation, the coiled section was found unraveled/stretched. However, the cause of the unraveled/stretched condition could not be conclusively determined. It is possible that procedural/handling factors may have contributed to the event reported. According to the product instructions for use, users are warned that guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks. Do not use a guidewire that shows signs of damage. Damage will prevent the guidewire from performing with accurate torque response and control. Neither the product analysis nor the device history record review suggests that unraveled/stretched condition could be related to the manufacturing process. Therefore, no corrective or preventative action will be taken at this time.